Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non-sustained rv oversensing episodes was noted on the device. Review of session records indicated that the oversensed signals appear to be related to possible myopotentials. Programming changes were discussed. The patient was stable and will be seen in clinic for programming changes.